Event description:
During a device implant surgery on 6/11/99, the surgeon noted a leak at the inflow valve conduit to lvad elbow during initial operation of the lvad. The patient was bleeding at 150 cc/hr. The surgeon repaired the leak at the connection with umbilical tape.